Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer overfilled the cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no reported adverse impact on customer's blood glucose level.

Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. (Tflex-450 units.) No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.